Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found external insulation abrasion due friction to another device or feature of the heart was breaching the optim sheath only at 13.4cm to 13.7cm from the distal tip. Silicone tubing was not abraded in this location.

Event description:
This report is to advise of an event observed during analysis.